Event description:
On (B)(6) 2013, the lay-user/patient contacted animas alleging that she had unexplained elevated blood glucose readings while on insulin pump therapy. Over the weekend, she was hospitalized when her blood glucose went from 300 mg/dl to ¿hi, above 600 mg/dl¿ while she had symptoms of vomiting and went into dka. The patient was given IV insulin at the hospital. At the time of the call to animas, the patient was discharged from the hospital and was on insulin pump therapy. The animas pump was not available to be reviewed and troubleshot. The patient reportedly is using novolog insulin and stores unopened insulin in the refrigerator. She changes out the infusion set every 3 to 4 days. The patient declined to provide any more information during a follow-up call. This complaint is being reported because, the patient had unexplained hyperglycemia and required hcp medical intervention while on insulin pump therapy.